Event description:
The customer reported a leaking event. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.